Manufacturer narrative:
H1 - rfb device eval by MFR?: corrected. H6 - evaluation method codes: corrected. H6 - evaluation result codes: corrected. H6 - evaluation conclusion codes: corrected. Device evaluated by manufacturer. The device was returned. No issues identified with the hypotube shaft. No kinks or damages shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a 11mm longitudinal tear along the main body of the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage.

Event description:
It was reported that a balloon rupture occurred. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was not inflated however, it was torn inside the guiding catheter. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was not inflated however, it was torn inside the guiding catheter. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
H1 - rfb device eval by MFR?: corrected h6 - evaluation method codes: corrected h6 - evaluation result codes: corrected h6 - evaluation conclusion codes: corrected.

Event description:
It was reported that a balloon rupture occurred. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was not inflated however, it was torn inside the guiding catheter. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.